Event description:
During the procedure, it was noted that the guidewire distal tip remained stuck at the pericardial area and a rupture occurred. It was removed with force applied. There were no adverse consequences to the patient.

Manufacturer narrative:
One guideright guidewire was returned for analysis. A hoop was also returned. The results of the investigation concluded that the guidewire distal tip was no longer in a j¿ shape, consistent with the corewire having been fractured and detached at the distal end. Multiple corewire kinks were noted at the fracture location. The outer coils had been stretched and there were multiple bends and kinks throughout the guidewire. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the guidewire stuck remains unknown. The cause of the guidewire damage is consistent with forcible contact during use.

Event description:
Further information received confirmed that no cardiac perforations occurred.